Event description:
It was reported that the patient with this neurostimulator has been experiencing significant pain at the implant site. The pain occurred on both sides and radiated to the front of the legs, which made it difficult to sleep, sit, stand, or stretch without discomfort. The patient mentioned that mild, occasional aching had occurred before, but the pain recently became more intense and constant. The patient underwent explant surgery, and there were no further complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.